Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an anterior resection procedure, the contour gun was fired and the surgeon reports that the device did not staple. They replaced the cartridge in the same device and fired again successfully. There were no adverse consequences for the patient.